Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with an infection in their pectoral area. The patient's right ventricular lead was explanted on (B)(6) 2021. The lead was planned on being reused, but the helix would not extend. The physician elected to use another lead which was successfully implanted on (B)(6) 2021. The patient was stable throughout.